Event description:
It was reported that the device had communication failure in iui female(left). There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had communication failure in iui female(left). There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ¿left iui communication failure¿ was not confirmed. Lvp device was connected to a pcu device to test for communication issues. Both left and right iui¿s were observed to be operating as expected with no communication issues. Reported issue was not confirmed, thereby concluding no fault found. ¿ on 20-nov-2024, lvp device was received unboxed and with paperwork. ¿ external investigation did not confirm the reported problem. ¿ internal investigation was not deemed necessary. ¿ device to be returned to san diego repair center for processing. ¿ unable to verify or duplicate customer failure complaint. No faults found. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.